Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter stated at the time of the complaint that they had discarded the device and that it would not be returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking from the tubing. They stated that the tubing was caught in the patients carry pack zipper and it cut the tubing, resulting in a leak. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).